Event description:
The report stated that the device would not shut off. They unplugged it from the generator and then plugged it back in and returned back to using but it did not shut off again. When the surgeon handed it back to nurse, the nurse was burned by the tip of the device through the rubber and gown by the cuff. It was a 1st degree burn with no blistering and approximately the size of a dime. The button worked but would not turn off and continuous activation tone was heard.

Manufacturer narrative:
Date of initial report: 03/25/2008. This was an assembly error where a wire was mis-routed. The body has been redesigned to reduce the potential for mis-routing a wire inside the body. The incident sample was manufactured before the change was implemented.